Manufacturer narrative:
Internal reference number: (B)(4). Alpert z, et al. Two-year clinical and patient reported outcomes of a kinematically designed cruciate retaining total knee arthroplasty with a novel liner design. J ortho sci res. 2025;6(1):1-8. Https://doi.org/10.46889/josr.2025. 6106. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "two-year clinical and patient reported outcomes of a kinematically designed cruciate retaining total knee arthroplasty with a novel liner design", after a primary tka surgery due to osteoarthritis in which a journey ii cr medial dished insert was implanted between february 2022 and july 2023; one (1) patient sustained revision surgery with polyethylene liner exchange and spacer placement for suspected periprosthetic joint infection (pji). Patients¿ outcome is unknown. No further information is available.